Event description:
It was reported that the patient experienced a shortness of breath. It was reported that the patient had a watchman flx laa closure device successfully implanted in their laa. Post procedure the patient has experienced shortness of breath. It was also reported that the patient had covid and the flu three days after the implant procedure, so the cause of the shortness of breath is unknown.

Manufacturer narrative:
B3 date of event - aware date used as event date is unknown.